Event description:
Customer reported a blank display on the insulin pump. Customer stated that the display did not return even after a battery change. Customer's blood glucose reading at the time of the call was 238 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.